Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip inserted backwards or upside-down. Manufacturer contacted customer with follow up phone calls to make sure new product replacement resolved the customer original concern that meter is not displaying "dead meter" as well as customer `s condition; customer stated feels fine and satisfied with the new product replacement.

Event description:
Customer complaining of dead meter. During the call regarding her meter does not turn on, the customer stated she was feeling physically ill and is vomiting and needed to seek medical attention.